Event description:
Pt had initial breast implantation in 1980. Began developing pain, fatigue, and arm numbness in 1990. Bilateral capsular contractures & suspected rupture in right necessitate removal.